Event description:
Pt setup data "captured" to a file by a therapy simulator is transcribed by computer/electronics circuitry and sent to the linear accelerator as motion/position control. One of these controlled parameters, asymmetric jaw aperture, is tanscribed in error, causing resversal of the intended jaw aperture asymmetry on the treatment machine. Control of the process by the computer was immediately disabled.